Event description:
New information received notes recorded episodes of inappropriate automatic mode switch caused by over-sensed noised exhibited by the right atrial lead were observed. No interventions were planned. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting noise that was reproducible with pocket manipulation. All other lead parameters were normal. No interventions were made, as the patient's atrial pacing was minimal. The patient was stable and will continue to be monitored remotely.